Event description:
The customer contact reported inaccurate delivery. The pump was returned to the purchasing department with an unsigned note that stated, "door is broken and does not infuse correctly". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.